Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. Prior to the endoprostheses being deployed, the right internal iliac, inferior mesenteric and multiple lumbar arteries were coil-embolized. A trunk-ipsilateral leg component was advanced from the right side and deployed below the renal arteries, followed by cannulation into the contralateral gate being performed and the ipsilateral leg being implanted. The physician elected to implant an iliac extender component (pxl161007j/13901098) for the distal extension of the ipsilateral leg and advanced a delivery catheter through an introducer sheath. When the leading end of the delivery catheter was exposed from the proximal edge of the sheath, resistance was met. Once the delivery catheter was removed through the sheath, the leading portion of the catheter was detached from the catheter body. The physician removed the broken delivery catheter and implanted an iliac extender component with a new delivery catheter. Then the physician attempted to advance a delivery catheter for contralateral leg component into the contralateral gate. When the leading portion of the delivery catheter was exposed at the proximal edge of an introducer sheath, strong resistance was met again. The delivery catheter was placed into a position and when a deployment line was pulled, it was broken with the endoprosthesis partially deployed. The endoprosthesis was spontaneously fully deployed and upon withdrawal of the delivery catheter, its leading end was detached from the catheter body. The physician snared the detached portion and retrieved it outside the patient. The patient tolerated the procedure without adverse events revealed.

Manufacturer narrative:
Device available for evaluation. Corrected this section to "yes" and added 8/7/2017 as device return date. Device evaluated by manufacturer. Corrected this section to "yes". Results of engineering evaluation: the delivery catheter (pxl161007j) was returned for analysis. The delivery catheter was returned with the leading end broken at the trailing olive. The polyimide guidewire lumen had fractured at the trailing olive. The root cause for the broken leading end of the catheter could not be determined with the currently available information. Use outside the IFU likely contributed to the broken leading end of the catheter, specifically advancing outside the sheath and withdrawing the undeployed endoprosthesis through the introducer sheath.